Event description:
A percutaneous central venous catheter was placed. While attempting to remove the introducing splitting needle, the catheter sheared, and a portion of the catheter entered the pt and was lodged.